Manufacturer narrative:
D10 concomitant product: gia80mts, stapler gia80mts med thick tristp, (lot#n1a0814uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two days after a right hemicolectomy, where two open linear stapling devices were used on the anastomosis of the large intestine, the patient had an anastomotic line content leak discovered through a bloody stool. An endoscopy was performed. There was a significant, life threatening, excessive bleeding at the staple line. There was a positive leak test. The patient was re-operated to control the bleeding. The staple line was resected and re-stapled using a stapler from another manufacturer. The patient¿s hospitalization was extended for six days.